Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2014. The original surgery was on (B)(6) 2013. The revision surgery occurred as a result of instability of the implant due to poor sizing. The majority of the implants were revised to non-omni product except for the acetabular liner, which was explanted and then implanted with a new one of the same size.